Manufacturer narrative:
Submit date:02/19/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states that the ends are not closed and the sponge is fraying.

Manufacturer narrative:
The device history record (DHR) for lot 15k0050062 indicates that there were no defects found in (B)(4) samples inspected from the lot. There were (B)(4) loose unused rondic ball sponges received for evaluation. Out of the (B)(4) samples all contained raw edges and only one sample was opened where the fold was not correct. It appears on the rondic ball that the end was coming out of the rubber band. The other samples had a salvage edge that protruded out from the bottom of the sponge. This condition is known as raw edges so the report is confirmed for raw edges. During the investigation, it was found that there were two possible root causes for this issue. The mechanic and operator for the line stated that the issue could be caused by the finger clamps not closing tight enough causing the material not to fold properly, or the knife was out of alignment which could cause the material not to be cut to proper size. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Adjustments were made to the alignment of the knife and finger clamps to address the issue. A formal corrective and preventative action (CAPA) is currently in the implementation phase to require a more robust sampling plan on the device history record for the product/condition. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.